Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a sore and red rash from digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied cortisone to the area and a wound care team provided additional care for the skin irritation. Follow up indicated that the skin irritation improved.